Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that. Following the implantation of this inflatable penile prosthesis (ipp), it was alleged that the device slowly deteriorated and dissolved into skin, blood stream and organs of the patient. Approximately seven years after implant, the device reportedly stopped working. It was alleged that, following the device anomaly, the patient was injured leading to the device being explanted. The patient alleged the injuries have caused mental, physical and nervous pain. No additional information was reported.